Manufacturer narrative:
Investigation summary : bd received 100 samples for investigation, all of which were visually inspected with no issues identified. Additionally, 100 retained samples were also visually inspected, and no issues were identified. Complaints for sample quality are under statistical control for the month of july 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sample quality- gel smearing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Patient 4 of 4. It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn 83 units the customer's analyzer probe ran into the gel of one device. The patient sample needed to be recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Patient 4 of 4. It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (B)(4) units the customer's analyzer probe ran into the gel of one device. The patient sample needed to be recollected. No adverse impact was reported regarding the patient or user.